Manufacturer narrative:
It was identified that the wrist rest screw was stripped upon conclusion of surgery when the nursing professional was removing the wrist rest from the stretcher. The service tech inspected the device and identified a plastic washer that was bent, and lodged in the hole, resulting in the knob not turning and the screw to become stripped. It is likely customer abuse as this is the second time in the past month the screw assembly has been replaced.

Event description:
It was reported that the screw attachment on the wrist rest of an eye surgery stretcher was stripped.